Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred (alarm 30). In addition, it was reported that the insulin gauge was inaccurate and an occlusion alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 154 mg/dl.